Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient's pump had been empty since (B)(6). The pump was used to infuse gablofen 2,500 mcg/ml at 276.1 mcg/day.

Manufacturer narrative:
Concomitant product: product ID: 8703w, lot# l78719, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a (B)(6) male patient receiving unknown baclofen via an implantable infusion pump. The indication for use of the device was for cerebral palsy and intractable spasticity. The concomitant medications and patient history were not reported. It was reported that the patient moved from tennessee to florida and thought they had more time before the refill, but then the alarm sounded ((B)(6) 2015). The alarm switched to the "3 beeps" two days ago. The pump had not yet been interrogated, but it was assumed the alarms were for low then empty reservoir. The patient had gotten oral baclofen pills from the emergency room (ER.) No symptoms were reported. Additional information received from the consumer reported that there was no one on the physician's list that was provided that handled the pumps anymore or will take their insurance. The refill was due on (B)(6) 2015. The oral baclofen that the patient was given "isn't touching" what the patient needs. Additional physicians were found for the patient. The patient outcome, the drug, and any intervention remained unknown at the time of this event; if additional information is received this report will be updated.